Manufacturer narrative:
(B)(4). Manufacturing site evaluation: waiting for return of device.

Event description:
During hysterectomy procedure, assistant placed (B)(6) inside of patient and clamped down on round ligament and tried to engage the device, the device did not operate. Device was switched out and a new device worked as intended. No patient injuries reported. Surgery was delayed by less than 5 min.